Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD premature depletion advisory population.

Event description:
This supplemental report is being filed to include information that the device was returned. The device was explanted without notification.

Event description:
It was reported that this patient's device has depleted from 53% battery to 15% battery after approximately two months. Analysis was performed and premature battery depletion was suspected. Replacement was recommended, however the device still remains in service at this time. No adverse events were reported.